Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer was not sure if a motor position encoder error alarm was received. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. Customer also reported to have received a no delivery but it was resolved with a reservoir change. Customer was advised that insulin pump would need to be replaced.